Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the radial artery. The sub totally occluded and de novo, concentric target lesion being treated was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. There was a significant lesion bend of 45-90 degrees. The lesion was predilated with a 2.50x15mm apex balloon catheter. Two promus element stents were then deployed overlapping in the distal to proximal lcx; a 3.00x24mm and 3.00x28mm. The lesion was then predilated with a 3.00x15mm nc quantum apex and a 4.00x6mm nc quantum apex balloon catheters. On the third inflation with the 4.00x6mm nc quantum apex balloon the balloon burst at 22 atmospheres. The balloon was withdrawn through the guide catheter. The procedure was considered completed at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use states; "do not exceed the rated balloon burst pressure." The most probable root cause is considered user related. (B)(4).